Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced thinning of the skin in the pocket area and was at risk of erosion. It was noted that the implantable cardioverter defibrillator was part of the battery advisory but there was no alert and no allegation of premature battery depletion. The device was explanted and replaced. The patient was stable.